Event description:
High jacket retraction forces were encountered. Type I endoleak was noted at the superior attachment site. Used a braun occusion balloon to fix. Leak continued. Dr's will evaluate pt. Successful implant.